Event description:
It was reported that when an asymptomatic patient presented in clinic during a follow up, non-sustained rv oversensing due to post-paced t-wave oversensing issue was observed via stored egm. Programming changes were recommended and patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: expiration date is added.